Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.

Event description:
The customer reported chemotherapy leaked during a continuous infusion of 5fu. The product was on a home care patient and the patient called to report wetness on her skin. The patient was checked at (B)(6). When the line was flushed, fluid leaked out fo the valve at the end where the valve was connected to the syringe. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.